Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. All reasonably known patient information is included in this report. Written attempt to obtain omitted patient information of ID was unsuccessful. Additional information obtained indicated no damage was observed during preparation. Resistance was felt when attempting to remove the device. All portions of the manufactures device we reported to be accounted for after removal from the patient. No damage was observed to the manufactures device after removal. Treatment was completed by the procedure. No surgical intervention was required. No tests/laboratory data was available. Facility could not provide serial number; therefore, lot number, UDI number and expiration date is unknown. The implant or explant dates are not applicable to this device. Device was discarded at the facility and not returned for investigation. Date of manufacture is unknown as neither serial number nor lot number was provided. The instructions for use (IFU) warns, never advance, torque or retract a pressure guide wire which meets significant resistance. The pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for 12 lots for this same device shipped to the customer between 12-8-2017 and 02-15-2018 were reviewed and the released devices met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process.

Event description:
It was reported during a planned diagnostic coronary procedure the manufactures device was recognized by the system, zeroed and normalized. Pressure measurement (ifr) performed normally in lad. During the removal, as the operator is trying to extract the manufactures device, the distal part of the device is fixed. The operator then introduced a small diameter balloon on the manufactures device to relieve some of the bending force in the bifurcation and the manufactures device can be extracted as per normal procedure. There is no patient injury. Patient did not experience an adverse event. Patient was discharged as expected. Condition as of may 14, 2018 was noted, "as expected, at home." Vessel: septal with calcified stenosis in mid-lad, 90% occluded. This event is being reported because additional intervention was required to remove the manufactures device.